Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 9 cm diameter abdominal aortic aneurysm . It was reported that there was a limb occlusion. The physician was initially unable to recall the cause of the occlusion, but after review of the case history the patient notes revealed that the patient had a history of hyper-coagulable issues and had a saddle pulmonary embolus one month prior to endovascular aneurysm repair. During the occlusion event the patient had ischemic symptoms for several days before presenting to the hospital. Upon presentation the patient had a cold leg and loss of motor function in the right leg. An ultra sound showed arterial thrombosis. The physician elected to treat with a femoral-femoral bypass. This reportedly resolved the issue. It was further reported that the patient continued to experience some foot drop after the procedure. The physician explained that the patient had waited several days before seeking treatment for the limb occlusion symptoms. No additional clinical sequelae were reported and the patient is fine.